Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. Lot number information is not available for this report. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that a knife was dull during cataract surgery. The procedure was completed while using the unsatisfactory knife. There was no harm to the patient. Additional information is not available for this report.

Manufacturer narrative:
One opened knife sample was received in a blade protector tray within a bag for the reported issue of a dull blade of the knife. The returned sample was visually inspected and was found to be conforming. The sample was then functionally tested for penetration and was also found to be conforming. As no lot number was identified with this complaint, a device history record review and complaint history review could not be conducted. The returned sample was found to be visually and functionally conforming therefore, a dull blade of knife as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned knife was manufactured to specifications. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).